Event description:
There was no patient involved in this event. Device switching on automatically.

Manufacturer narrative:
The history log for the device showed the pad-pak was first installed successfully in june 2010 and performed to specification up to the 13th july 2014. The device failed multiple self-tests due to a low battery on the 17th july 2014. The device records multiple manual power ons of 10 minutes duration between the (B)(4) 2015 and the last log entry on the (B)(4) 2015. Investigation found the reported fault can be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. The self-test fails were likely due to a genuinely depleted pad-pak given the length of installation. No pad-pak was returned for investigation. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.